Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no device problem was identified and/or the reported observation(s) can be traced to something unrelated to the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the emergency room (ER) after receiving shocks. The device was interrogated and the health care professional (hcp) called technical services (ts) for further review of the stored ventricular episodes. It was noted that the patient was taken off their rate control medicine. Upon review, the device was observed to have stored multiple ventricular episodes where the patient was in an atrial driven arrhythmia with rapid ventricular response (rvr). Further review of the episodes showed that the device had inappropriately delivered bursts of anti-tachycardia pacing (atp) and shocks in attempt to convert the arrhythmia that was deemed to be unsuccessful. Some of the episodes showed the device had exhausted therapy. The hcp noted that the patient was hospitalized and the rhythm was controlled with medication. No additional adverse patient effects were reported. At this time, the crt-d remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the emergency room (ER) after receiving shocks. The device was interrogated and the health care professional (hcp) called technical services (ts) for further review of the stored ventricular episodes. It was noted that the patient was taken off their rate control medicine. Upon review, the device was observed to have stored multiple ventricular episodes where the patient was in an atrial driven arrhythmia with rapid ventricular response (rvr). Further review of the episodes showed that the device had inappropriately delivered bursts of anti-tachycardia pacing (atp) and shocks in attempt to convert the arrhythmia that was deemed to be unsuccessful. Some of the episodes showed the device had exhausted therapy. The hcp noted that the patient was hospitalized and the rhythm was controlled with medication. No additional adverse patient effects were reported. At this time, the crt-d remains in service.